Event description:
It was reported that the asymptomatic patient presented for follow up. Post-sensed t-wave oversensing was observed. Programming changes were made. Four days later, dft testing was performed to test settings when undersensing of vf was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and using automated test equipment and was found to be normal. No noise was observed on the real-time electrograms. No anomaly was found.